Event description:
Reporter stated that customer received the following results on two different meters within 1 minute: 50 mg/dl (active system) and 148 mg/dl (performa system). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the performa system. Reference medwatch with patient identifier (B)(6) for the active system.